Manufacturer narrative:
Product event summary :the catheter was returned and analyzed. The mechanical operation of the catheter was analyzed. The balloon catheter was returned with dried contrast visible inside balloon. This could effect inflation/deflation. Balloon would not inflate.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the balloon catheter was used during the venogram procedure. The catheter was advanced within the vessel; however, inflation was only possible with resistance likely due to a veneous valve in the coronary sinus. During the procedure it was not possible to deflate the balloon and balloon could not be withdrawn through the guide catheter. The physician pushed the wire through the balloon catheter into the vessel in order to straighten the catheter. The balloon was deflated and withdrawn. The catheter was removed and replaced to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.